Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing in the atrial channel. Technical services (ts) was contacted and recommended reprogramming options and follow up. This ICD remains in service. No adverse patient effects were reported.